Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stent deformation). Caused by another device/drug (reported stent deformation was related to ivus catheter). (Device not received for evaluation). Conclusion results - another device caused failure (reported stent deformation was related to ivus catheter).

Event description:
The physician was treating a lesion in the mid lad with two endeavor sprint rapid exchange (rx) drug eluting stents. The lesion was moderately tortuous with little calcification and 99% stenosis. The lesion was pre-dilated. The stents were deployed successfully. During removal of the ivus catheter the catheter got stuck on the distal stent. During attempts to remove the catheter from the stent the stent became shortened and additional stents were deployed to ensure complete coverage of the lesion. Post dilation was performed and the last ivus run confirmed that all the stents were well apposed. There was no patient injury and no clinical sequelae were reported.